Event description:
It was reported that a system error (se) 2367 occurred during dwell 3 of 5 on the home choice (hc). An explanation of the se 2367 was provided to the patient and they were advised to either start over with all new supplies or use manual supplies to perform a manual exchange. The patient was advised to contact their peritoneal dialysis nurse to advise them of the incomplete therapy. There was patient involvement; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, and a batch review was not performed as the lot number was not provided. This complaint for system error 2367 was not confirmed and the root cause is undetermined.